Event description:
The complaint alleges that numerous baxter model 6060 infusion pumps malfunctioned, causing some recipients/users of the pumps to seek medical attention. Several pts used the infusion pumps and as a result of alleged malfunctions, went to hospital emergency rooms to seek medical attention. Conditions and treatments of pts are unknown at time of the complaint entry.